Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid post procedure. The subject device was returned for evaluation. Visual examination identified that a fluid leak presented within the device. Fluid passed beyond the lip seal of the motor mount. Cracks and excessive sealant were identified on the motor mount which appears to have allowed fluid to pass into the housing. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydrosurg plus w/ smokevac trumpet valve, no probe tip was used. There was liquid in the battery chamber after the procedure. The battery/pump pack has also been hot to touch. There was no reported patient injury.